Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a modular analyzer and suspected interference with voltaren (diclofenac sodium). Refer to the medwatch with (B)(6) for the thyrotropin (tsh) assay. The initial results were: thyrotropin (tsh): 0.8 uiu/ml free triiodothyronine (ft3): 4.8 ng/dl free thyroxine (ft4): 1.1 pg/ml the sample was retested on a centaur analyzer and the results were: tsh: 0.6 uiu/ml ft3: 1.9 ng/dl ft4: 1.1 pg/ml after peg treatment, the ft3 result was 7.6 ng/dl. Information concerning if any result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
Additional testing was performed on four samples from the patient by the customer and as part of the investigation. Refer to the attachment to the medwatch for all results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue was not suspected. An interference from diclofenac is unlikely.